Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 470mg/dl which was treated with pump and manual injection. Customer's current blood glucose of 418mg/dl which was still high. Customer declined to troubleshoot for high blood glucose. Customer perform troubleshoot and blood glucose goes to 399mg/dl. Insulin pump will not be return for analysis.